Event description:
The patient said the down arrow button often did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the down arrow button required multiple button presses requiring increasing force to activate desired pump functions. None of the keypad buttons click or spring back normally. Contamination was present under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.